Manufacturer narrative:
Service report stated that adhesion and cleaning of the holder, lubrication, and adjustment were performed after confirming the defect. The tip was worn, cause unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from (B)(6) service and repair team regarding a product used in spinal therapy. It was reported that the tip parts was damaged. Initial reporter information and patient information cannot be provided due to the restriction by the privacy regulation. Additional info received. The product came in contact with the patient but there were no symptoms/complications. Event date: (B)(6) 2020, event context: intra-op procedure/therapy details: med pre-operative diagnosis and levels implanted: asked but unknown.